Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had detected shock impedances less than 20 ohms. The lead was surgically abandoned and the device was explanted for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
A return request was made for the device. This investigation will be updated should further information be provided.